Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.0mmx150mmx150cm (4f) sterling balloon catheter was used for dilation. However, during first inflation under nominal pressure at 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.